Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Clinic nurse calling for a homeless customer .nurse states the customer and requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire 01/26/2018. Reviewed meter memory: 1: 234mg/dl (B)(6) 2015 12:16:00 pm fasting: no; 2: 178mg/dl (B)(6) 2015 03:46:00 pm fasting: no; 3: lo mg/dl (B)(6) 2015 03:44:00 pm fasting: no; 4: 325mg/dl (B)(6) 2015 10:44:00 am fasting: no; 5: 321mg/dl (B)(6) 2015 09:31:00 am fasting: no; customers concern: (B)(6) 2015 lo. Customer has had no changes in meds and the date and time in meter is not set. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. The most likely underlying root cause of this malfunction was identified as a strip issue.

Event description:
Clinic nurse calling for a homeless customer .nurse states the customer requires no medical attention. Customer's expected blood results are 130-140mg/dl fasting. Verified the strips expire 01/26/2018. Reviewed meter memory: (B)(6). Customer has had no changes in meds and the date and time in meter is not set. No adverse event reported.